Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma- late, capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: analysis of the returned device identified: weight to spec and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side peri-implant liquid collection (serous material), "breast increased its size, turgid, heavy", "increase of hardness", "thickening of the fibrous capsule", and capsular contracture, baker grade IV. Device has been explanted and replaced.